Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving fentanyl and bupivacaine (unknown dosages and concentrations) via an implantable infusion pump for spinal pain indications, regarding an external device. The patient reported that their personal therapy monitor (ptm) got stuck at 90% when getting a bolus. The agent on the call reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%. The patient stated they would call back if they needed further assistance.